Manufacturer narrative:
Result: limits.

Event description:
It was reported by service report that the footend lift would not go down. It was reported that the customer does not know if there was any pt involvement, but no adverse consequence were reported related to the alleged issue.